Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving intrathecal baclofen via an implanted infusion pump. The pump was programmed to deliver baclofen at a dose of 500mcg/day. The specific type of baclofen, lot# and concentration were not reported. The pump's indication for use (IFU) was listed as intractable spasticity. The patient's pump was replaced in (B)(6) 2016. It was identified at a follow-up appointment that the patient had signs of infection at the pump pocket. On (B)(6) 2016, the pump and part of the catheter were explanted; part of the catheter remains. Antibiotics were administered. The patient outcome was alive - no injury; it was unknown if the issue resolved. Additional information has been requested for specific details regarding the pump drug, other medications that the patient was taking at the time of the event, medical history, date when patient first started experiencing symptoms of infection, specific symptoms, cause of infection, troubleshooting, diagnostics, actions/ interventions performed and outcome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information ¿ the replacement had occurred on (B)(6) 2016. The patient had another suspected infection, details unknown. The current pump was explanted on (B)(6) 2016. The catheter was removed on (B)(6) 2016. The patient status was reported to be ¿alive-no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.